Event description:
It was reported that during device change out due to normal eri, increased high voltage lead impedance was observed. It was also noted that there was lead damage under the suture sleeve tie down. The lead was capped and replaced. All the post-operative measurements were normal and there were no adverse consequences to the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.